Event description:
It was reported that the user received an alert to connect cgm or enter blood glucose, and review of the ilet app showed a mismatched dexcom g7 pairing code that prevented cgm data from reaching the ilet until the correct code was entered and the cgm type was properly selected. The reported blood glucose of 395 mg/dl, and absence of cgm-driven alerts while the sensor was not connected. Investigation included customer support troubleshooting and user education. Further investigation of this case revealed a temporary transmitter communication issue and incorrect pairing configuration that led to signal loss to the ilet. There was no user reported clinical symptoms during the hyperglycemia episode. Outcomes included the need for manual blood glucose entry into the ilet and temporary loss of automated glucose data to the pump. Investigation included customer support troubleshooting and user education. It was concluded that the event was attributable to a temporary cgm transmitter communication issue and user configuration error, with resolution after correcting the cgm selection and pairing code.